Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. The analyst indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 694965 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The system was replaced at device end of life. The right atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.